Event description:
Customer reported the left monitor is going blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the pcb's in the workstation. System operates as intended.